Event description:
During two cases, the soft tip of the amplatzer torqvue delivery system sheath inverted during recapture of the device, making it impossible to retract into the sheath. In both instances a variety of catheters, sheaths, and grab maneuvers were performed to remove the device.no additional information has been received, including when the event occurred or the patient's information. The products will not be returned to aga medical.

Manufacturer narrative:
The results of this investigation are inconclusive since the products were not returned to aga medical for review.this report includes two (2) amplatzer torqvue delivery systems, since non-identifiable information was provided, one medwatch report will be sent.